Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and there was evidence of moisture corrosion in the compartment. The pump was unresponsive during testing due to the moisture corrosion. The black box data could not be downloaded due to this and the complaint could not be fully investigated. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture/corrosion visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.